Event description:
Device report from synthes (B)(4) reported a trochanteric fixation nail (tfn) revision was performed on (B)(6) 2015 after it was noted that the helical blade caused femoral cut-out at the varus. The patient was revised to a total hip. There was no reported surgical delay. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is unknown. Additional product code: hwc. Expiration date: february 2024. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history record review: a review of the device history record revealed no complaint related anomalies. The device history record shows lot 7938667 of 11.0mm ti helical blade was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (7818895) met all specifications with no anomalies noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.